Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) intrinsic amplitude is out of range on the right ventricular (rv) lead. The most recent right ventricular automatic threshold (rvat) test showed noise on the rv lead. Further assessment of the lead was recommended. Received additional information the crt-d intrinsic amplitude is continued to show out of range on the rv lead. The rv lead pacing impedance trend shows two transient drops in the last six months from an average measurement of 500 ohms to 276 ohms and most recently 298 ohms. The rv threshold is stable, and the battery longevity is normal. The device and the non-boston scientific lead remain in-service. No adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) intrinsic amplitude is out of range on the right ventricular (rv) lead. The most recent right ventricular automatic threshold (rvat) test showed noise on the rv lead. Further assessment of the lead was recommended. The device and the non-boston scientific lead remain in-service. No adverse patient effects were reported.